Manufacturer narrative:
(B)(4). The reported event was not confirmed for this product as neither of components 1 and 2 were disassembled / missing. This was confirmed by visual inspection of the tasp shim. Further, visual inspection of the tasp shim exhibits signs of repeated use (nicked or gouged). DHR was reviewed for deviations and / or anomalies with no relevant deviations / anomalies identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that instrument was missing components. There is no additional information at this time.